Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the right and the left monitors. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a dark image. No pt injury was reported.